Event description:
Baxter foreign affiliate reported both the home pt and the nurse experienced an electrical shock while setting up the homechoice cycler for apd therapy. Affiliate relates that there was an initial difficulty with the homechoice cycler during setup and the nurse turned the device off and then back on again. According to the affiliate, when the device was turned on again it emitted a loud noise and white sparks were seen to come from it. Affiliate reports that an electrical shock was experienced by both the home pt and the nurse at this time. There was no pt injury or medical intervention reported.